Manufacturer narrative:
There was no issue with the use of the catalyst ii device and so the device was discarded by the hospital after the procedure. Upon notification of the incident, cardiva medical personnel pulled the sterilization documentation and verified that the lot from which the device came had been sterilized per the required gamma dose. No nonconformances were noted by the sterilizer or by cardiva in relation to the sterilization of this lot. Based on the info reported by the hosp that treated the pt for the infection, there was no sign of infection at the surgery site where the device would have come into contact with the pt. Cardiva medical has received no other complaints of infection. The physician that performed the catheterization procedure felt the infection must have been related to the procedure but could not determine which of the items that come in contact with the pt could have caused the infection. The source of the staph infection cannot be determined.

Event description:
Cardiva sales rep was informed in 2009, that a pt developed a staph infection after a diagnostic catheterization procedure. A catalyst ii device was successfully used to assist with closure of the vessel access site at the end of the catheterization procedure. There were no issues reported with use of the device. The pt was admitted to the hospital approximately 9 days after the procedure, diagnosed with a staph infection, and treated with IV antibiotics. It was reported by the admitting hospital that there was no infection noted at the access site of the groin area, however, the infection was "in the blood". The pt was discharged from the hospital approximately 8 days after admission.